Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. The device failed the audio test during the call. The customer¿s blood glucose during the incident was 58 mg/dl. Troubleshooting was declined for the low blood glucose. The customer did not provide details regarding symptoms or treatment of their low blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 1 (vdd) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.